Event description:
It was reported that the maestro drill with handswitch was running in safe mode during service inspection at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the device was running in safe mode. Loctite failure on the handswitch can cause the slider pin to become loose. This will prevent the pin from holding the safety in the correct position and will allow the handswitch to slide, causing the drill to run in safe mode.